Event description:
Biomed requested log review and sent logs and data set for review. Nurse started a new bag of versed (1 mg/1 ml with a 100ml volume) on (B)(6) 2011 at 2300. The pump should have been programmed at 0.05mg/kg/hr. With priming and infusion the customer would expect 30 ml to have been used between (B)(6) 2011 at 2300 - (B)(6) 2011 at 1000, but the bag was empty at 1000. The versed was a primary infusion and was not in a locked container. Due to the discrepancy in the volume, the customer wants to verify if the versed was programmed correctly in guardrails and whether there are any indications of tampering. Customer stated that there did not appear to be an acute adverse effect on the pt. There was no report of medical intervention. Customer stated that no add'l event or pt info could be provided.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned at this time pending log review. The event logs and data set have been rec'd and log review is pending. A f/u report will be submitted once the investigation has been completed. Device log review anticipated, but not begun.